Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power event on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was not confirmed. A review of the log files contained data spanning approximately 16 days (26jun22 ¿ 11jul22 per timestamp). The system controller operated as intended throughout the log file. No external power alarms were not observed and there were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (b(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and power cable disconnect alarms. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.